Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received unknown morphine (5.0mg/ml, 3.6113mg/day), clonidine (59.4mcg/ml, 42.902mcg/day), and bupivacaine (4.0mg/ml, 2.8890mg/day) in an im plantable pump for an unknown indication for use. During a refill on (B)(6) 2017, the pump was interrogated and the session data report indicated elective replacement indicator (eri) occurred on (B)(6) 2017. However, a session data report from a (B)(6) 2017 refill indicated the estimated eri was 11 months. Per the print outs, no dosing changes were made from (B)(6) 2017 until now. The patient had historically been refilled approximately every 7 weeks. There were no symptoms reported. There were no complications reported/anticipated. It was noted that during at the (B)(6) 2017 refill the expected residual volume (erv) was 4.7ml, but the actual residual volume (arv) was 4.6ml. No further information was provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated no patient symptoms occurred. The healthcare provider (hcp) was advised to replace the pump as soon as possible. The pump was currently implanted and the patient was receiving therapy. The pump would be returned when explanted.